Event description:
It was reported that after positioning a patient for an exposure the c-arm angled uncommanded. No injury was reported. A field engineer was dispatched to the site and the tomo brake voltage was corrected and the tomo potentiometer was replaced. Once this was completed the system was working as intended.